Event description:
It was reported that the physician had observed noise on latitude and had requested that the patient come in for an emergency follow up. Initially, the physician was able to reproduce the noise with manipulations on the distal electrode lead. After these manipulations, the physician was no longer able to reproduce the noise. While the device was programmed to primary vector, no noise was observed during manipulation but the signal was not ideal because it was biphasic. When the device was programmed to alternative vector sensing was very low. The physician decided to leave the sensing programming to the secondary vector and schedule the patient for an x-ray in the next few days due to suspected lead fracture. The plan is to continue monitoring this patient via latitude home monitoring system. Additionally, information was provided, the patient had reported having chest surgery to remove lipomas near the electrode tip. The patient had also been exposed to ultrasound machines the day before the recorded episodes of noise. Additional information was provided on (B)(6) 2022, this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were both explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the physician had observed noise on latitude and had requested that the patient come in for an emergency follow up. Initially, the physician was able to reproduce the noise with manipulations on the distal electrode lead. After these manipulations, the physician was no longer able to reproduce the noise. While the device was programmed to primary vector, no noise was observed during manipulation but the signal was not ideal because it was biphasic. When the device was programmed to alternative vector sensing was very low. The physician decided to leave the sensing programming to the secondary vector and schedule the patient for an x-ray in the next few days due to suspected lead fracture. The plan is to continue monitoring this patient via latitude home monitoring system. Additionally, information was provided, the patient had reported having chest surgery to remove lipomas near the electrode tip. The patient had also been exposed to ultrasound machines the day before the recorded episodes of noise. Additional information was provided on 13may2022, this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were both explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.